Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a "cassette not attached" alarm. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
A1 - a6, b5 - b7: updated. D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer reported a cassette not attached error. Reported problem was confirmed with event logs history. However, the issue was not duplicated. The probable cause of the reported problem was unknown. The dso (downstream occlusion) seal was found with moderate bubbling. As a preventive measure, replaced the dso sensor, and latch/lock flex sensor. After repair all functional testing of the pump passed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
Additional information was received from the customer. There was no patient involvement, and no patient harm/adverse event reported.